Event description:
According to the reporter, the customer called in to report a bravo capsule failed to detach from the delivery device onto the patient's esophagus. Three was no harm to the patient but a repeat procedure was necessary due to the failed attachment. No medical intervention was required due to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. There was nothing unusual about the patient or the procedure itself that led to the event. The user has been performing bravo for over 10 years. It was reported no lubricant was used to facilitate capsule placement. It was also reported that the patients known status is healthy. The user is not sure what caused the failure to detach.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.